Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was an anatomical interference, angulation or kink in the delivery system upon deployment, and delivery catheter were not reported. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was selected for implant using an unknown delivery system. During the procedure, the device was unable to close the defect due to product defect. The physician did not feel as if the occluder exited the delivery catheter as intended. The device was removed from the patient and attempted outside of the patient, and it was deploying correctly. The device was attempted for implant in the patient a second time, but the same issue was observed. It was unknown if there was a replacement device implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.